Event description:
As the tvt needle was being pulled through, it broke off under the attachment-plastic that holds the tape in place. A second tvt tape was used to complete the surgery after the defective one was removed.